Manufacturer narrative:
Initial and final MDR 1918645 - MDR 3003442380-2024-15556 - device 5 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom the patient reported that ten infusion sets fell off events during use on 19-june-2024. The infusion set was in use for 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.